Manufacturer narrative:
(B)(6). The device was received for evaluation. During visual inspection by naked eye a strand of hair was found in the blood side. The hair was clamped between the header cap and the o-ring sealing. The reported failure could be confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a polyflux 14l had a foreign matter inside the blood pathway of the dialyzer that occurred before use. There was no patient involvement. No additional information is available.